Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns pt experienced chronic myalgic pain. The notes indicated that the pt was in the office for her pain and did not characterize her painful symptoms. Further plans by the physician were to have the pt have an MRI. Moreover, additional info was received from a company representative indicating the pt underwent battery replacement. The explanted generator was returned to the MFR and is currently undergoing analysis. At the moment good faith attempts to obtain additional info to obtain additional info regarding the reported pain and recent generator replacement surgery have been unsuccessful to date.